Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the root cause of the high current drain and premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.